Event description:
During a coloc case using the esu, the pt experienced bleeding and continued to get worse while using the hand held pencil. The unit was tested outside the body and when the unit was activated using the blue button for coagulation, the machine was cutting. When the yellow button was pushed for cut, the pencil was cutting. Every time the unit was used for coagulation, the machine was cutting through the tissue causing more bleeding.